Manufacturer narrative:
The patient medical records indicated the lot number was "6672661". However, that is not a valid zimmer biomet lot number. Concomitant medical products: item name: nexgen articular surface, item number:00597602112, lot number: 60636300. Item name: nexgen poly patella, item number: 00597206532, lot number: 60711821. Item name: nexgen precoat cement tibial component, item number:00597002502, lot number: 60631174. Customer has indicated that the product will not be returned as it remains implanted to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-02378, 0002648920-2017-00362, 0001822565-2017-03689. (B)(4).

Event description:
It was reported a patient who underwent a total knee arthroplasty approximately 10 years ago has experienced pain. It was report to be right hip pain and left knee aching. Achilles tendon in left leg has shooting pain. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - nexgen articular surface catalog #: 00597602112 lot #: 60636300, nexgen poly patella catalog #: 00597206532 lot #: 60711821, nexgen precoat cement tibial component catalog #: 00597002502 lot #: 60631174, and stryker bone cement catalog #: 61911001 lot #: rdo120.